Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer passed away. Cause of death is unknown. An autopsy is in progress and cause of death has not yet been established. The pump data is expected to be uploaded for investigation. Follow up report will be submitted accordingly.

Manufacturer narrative:
Date for supplemental #1 is (B)(6) 2022.the correct b4 (date of this report) date for supplemental #1 is (B)(6) 2022.